Event description:
Device malfunction: none. Symptoms/ae: access the pseudoaneurysm. Time of symptoms/ae: 6 days post procedure. The following event was noted through a periodic article review. A study was conducted to evaluate single center results of the cook zenith stent-graft for elective abdominal aortic aneurysm repair. Data from patients treated with a zenith graft between 1999 and 2006 were retrospectively analyzed from a prospective database. One pt, who underwent a percutaneous approach, using a prostar for common femoral arteriotomy closure, developed an access site pseudoaneurysm that was surgically repaired on the sixth postoperative day.

Manufacturer narrative:
Attachment: w.t.g. J. Bos, et al (2008 european society for vascular surgery, doi: 10.1016/j.ejvs.2008.07.010). "Results of endovascular abdominal aortic aneurysm repair with the zenith stent-graft." This report involves a retrospective study noted in an article. The device was not available for analysis. The lot number was not provided; therefore, review of the device history record could not be performed. See scanned pages.